Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the operation channel leak, the operation channel cut, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the control body corroded, the control body dirty, the down pulley wire fluid damage, the up pulley wire fluid damage, the up pulley wire worn out, the left pulley wire fluid damage, the ccd module fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, and the lg cable connector corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.